Manufacturer narrative:
Concomitant product at time of event: model number/catalog number: 72404232-10. Serial number: n/a. Batch/lot number: 72404232-10. Model/catalog description: cx preconnect ms 18cm ps 10cm tl iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient implanted with an inflatable penile prosthesis (ipp) experienced difficulty cycling fluid, resulting in an inability to use the device. During a surgical procedure, a severe kink was identified in the tubing connected to the reservoir. Reservoir migration, reportedly secondary to heavy lifting, was also observed. The reservoir was subsequently replaced. Following the procedure, the device was tested and found to be functioning satisfactorily. No patient complications were reported.